Manufacturer narrative:
(B)(4). Date sent: 04/20/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic anterior resection procedure, gas started leaking half way through the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.